Event description:
The customer reported the system will not boot. The customer also reported that when the system boots up properly, the unit makes a beeping noise from base of unit.

Manufacturer narrative:
The svc rep ordered and replaced controller pcb/hdd. The system is operating as intended.